Event description:
It was reported that during sterilization the collet was not working. There was no pt involvement or adverse consequences surrounding this event. The MFR's investigation found the coating inside of the collet had worn off.

Manufacturer narrative:
The device was evaluated by the MFR and upon disassembly the impreglon coating was worn off the collet. Impreglon coating wear debris will cause the collet lever to stick and not release an inserted wire or pin and also get in between the collet finger slots and prevent device from fully gripping the bone pin. The device is not repairable.